Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Analysis was unable to prime during prime alarm test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 101 mg/dl at the time of call. The customer state that the insulin continued to drip after letting go of the act button during prime process. The customer stated that there was no gap between the piston and reservoir stopper. The customer stated that they were able to prime the insulin pump. The customer stated that the issue kept recurring. The insulin pump will be returned for analysis.